Event description:
It was reported that the device went to elective replacement indicator (eri) and premature battery depletion is suspected. It was also reported that the right ventricular (rv) lead thresholds are high, but have always been high. The device was explanted and replaced. The physician elected not to replace the lead and the lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.